Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure with a stockert ep-shuttle rf generator where the procedure was cancelled mid-case. During the case, the generator was unable to display the catheter temperature. The device was evaluated and no errors were found. The device was subjected to preventative maintenance, safety and functional testing, and all tests passed. No malfunctions were found. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures. The device was found to be operating within specification. The customer complaint could not be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a stockert ep-shuttle rf generator where the procedure was cancelled mid-case. During the case, the generator was unable to display the catheter temperature. Several catheters were tried, but none of them worked. As a result, the procedure was cancelled, and the patients issue was not resolved. No transseptal puncture was performed. At the time of the procedure cancellation, the patient had been under general anesthesia (ga) for approximately 4 hours. The physician felt that keeping the patient under ga any longer was unsafe, so the procedure was aborted. The patient did not require extended hospitalization. No patient consequences were reported. In itself, the inability for the generator to display temperature information is not an MDR reportable event. However, the procedure was cancelled because the physician felt that the extended amount of time the patient spent under ga could have caused or contributed to a death or serious injury. As a result, this event is MDR reportable.